Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was unfolded, which indicates it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen, which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. Liquid was observed to be leaking from a balloon pinhole leak located at the distal edge of the proximal marker band. The device was visually and microscopically examined and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2017. It was reported that the catheter failed to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10/3.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported. However, device analysis revealed that the balloon had a pinhole leak.